Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the lens and adhesive were discolored was that humidity invaded the lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lens glue peeled off by chemical stress such as chemical solutions used for the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope pipe protecting forceps elevator wire had leakage. The issue was found during preparation for use. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: inside of light guide lens and its adhesive were discolored. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: confirmed waterproof failure due to the elevator channel plug being distorted; the insulation was defective due to cut on the forceps elevator lever heat shrink tube; scratch on the charged couple device lens and light guide lens; light guide lens and adhesive on bending section cover crack; crease on the insertion tube and ultrasound; scope connector protector of the ultrasound was broken and ultrasound coating was peeled off; connecting tube protector was broken; scope cover and grip section had deformation; suction cylinder was sharpened; angulation malfunction in the up direction due to worn angle; control unit and electrical connector were corroded due to water leakages; the up/down knob tension was out of specification due to the worn angle-wire; waterproof failure due to crack on right/left and up/down knob; switch 1 did not work due to switch 1 breakage; the image was partially dark due to the scratch on charge couple device lens; and the image had white spots due to the defected charged couple device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.